Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated their blood glucose was 151 mg/dl and their sensor glucose would read 215 mg/dl. Customer was advised their readings will rarely match. Customer was also advised of the proper techniques to avoid inaccurate readings. Customer also reported their blood glucose was 42 mg/dl at the time of the call. The customer was advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.